Manufacturer narrative:
Result: siderails.

Event description:
It was reported through service report that the footboard connector was damaged and the footboard was not functioning. It was further reported that all four siderails had damaged or missing components. No pt involvement or adverse consequences are reported.